Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular(rv) lead had dislodged. A revision procedure was performed. The physician experienced problems trying to reposition the lead and elevated pacing impedance measurements were noted. Another lead was opened but was not utilized as the physician wanted to continue with the original lead which was successfully repositioned. No additional adverse patient effects were reported.